Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they had a tooth pulled on the lower right side. The aligners are making my two front side teeth loose and gums are also receding contraindicated.